Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the sensing integrity counter was greater than 300, which could indicate oversensing. Noise was also noted on the atrial channel. Atrial tachycardia and atrial fibrillation therapies were disabled due to an increase in the ventricular rate. The leads remain in use. No patient complications have been reported as a result of this event.